Event description:
Physician ordered a catheterization to be done on the 10 months old patient. Prepped the area, inserted the cath, the cath broke away from the plastic cup that catches the urine. No harm to patient. Several other cath kits with the same lot number were opened and were noted to have the same concern. Lot# nggv0947 expiration: 01/31/2025.

Event description:
Additional information received on october 12, 20023 to change manufacturer's name for report number mw5144648.